Event description:
It was reported that during a supply change on an ilet pump, the user encountered an ¿unable to proceed¿ alert when attempting to fill the cannula and noted an unresponsive sleep/wake button; after resolving the button issue, the supply change was completed, and insulin delivery was resumed, with additional dosing stopped alerts occurring when the cgm disconnected due to bluetooth distance, consistent with a failure to infuse associated with the motor component and an alert for a stalled motor. Symptoms included hyperglycemia, with a reported blood glucose of 538 that decreased to 230 after pump use resumed. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a communications problem and a motor-related infusion failure consistent with a stalled motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.